Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away on (B)(6) 2009, due to metastatic colon cancer. The patient¿s seizures reduced with vns and the patient was receiving vns therapy at the time of death. The relationship between the patient¿s death and vns is unknown. An internal evaluation of the available information classified the event as unlikely sudep.

Manufacturer narrative:
Explant date, corrected data: the initial manufacturer report inadvertently did not include the estimated explant date.